Manufacturer narrative:
The lens was returned to b+l. Visual inspection found the lens cut in three pieces. Due to the condition in which the lens was returned further testing could not be performed. One retain sample from the same lot (7555315) was inspected and all measurements were found to be within specifications. The device history records were reviewed and there were no discrepancies or unusual finding that relate to the reported issue. Based on the information available, the root cause of the reported event could not be determined.

Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the lens displaced (z-syndrome) due to capsular contraction approximately one month post lens implanted. The lens was explanted approximately ten weeks post lens implant. The patient's current status is "doing well with a standard iol".